Manufacturer narrative:
Part and lot number identification required for review of device history records, sales and complaint history was not provided. Response provided to the therapeutic goods administration in (B)(6) indicates that ten (10) of a national total of thirteen revisions were attributed to one site. Performance of the recap prosthesis across all other (B)(6) sites was not significantly different from other peer group performance for resurfacing prostheses. The surgeon and facility identified as a cluster has now ceased using the prosthesis. The exact root cause of the reported issues could not be determined. Condition is addressed in the package insert. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Annual report (2011) of (B)(6) reported a total of thirteen (13) revision procedures were performed between 2004 and 2010 to remove recap femoral and acetabular components due to loosening/lysis, fracture, infection, pain and dislocation. Report did not contain specific information that would confirm whether the information was previously provided to biomet. This report identified one (1) patient revised to address prosthesis dislocation. There has been no further information provided and the patient outcome is unknown.